Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by patient, states that 48 hours ago she had a 5 french powerpicc inserted in her left arm. The patient states that the insertion of the needle was very painful. The patient states that since insertion she has been experiencing a tingling, burning pain that shoot up to her shoulder and down to her hand. The patient states that the pain is so severe that she cannot move her arm. The patient states that she is supposed to get chemo therapy later today and is concerned that they should not use the PICC. The patient states that the pain was so severe that she almost took the PICC out herself last evening. The patient does not have the product code or lot number for the powerpicc. Ms&s informed patient to contact physician as soon as possible to have symptoms and powerpicc evaluated as soon as possible. As per conversation with the patient the PICC line was reportedly, removed and the patient reportedly, had to have her arm in a sling because she alleges she cold not move it or lift it. The patient reportedly felt like her arm was less painful and she is able to type right now but she still feels flashes of electricity traveling down her fingers when she opens and closes her hand.